Event description:
Pt developed a hypersensitivity/serum sickenss reaction, starting about 10 days later, with joint pain, rashes and fevers. Pt was treated in ER with steroids and toradol, then at allergy and rheumatologic consultation in 2004 with indomethacin 50mg po tid.